Manufacturer narrative:
H10: capa2019-58 investigation determined the failure observed during evaluation of the device indicates improper use during surgical procedure, as supported by durability testing, review of instrumentation design, and operative technique.

Manufacturer narrative:
(H3) upon further review this event does not meet the criteria for reporting as the risk of injury is remote. This instrument captured in this report is attached to a handle and the fractured piece would likely be retained in the handle.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 351-10-13, 144998006 - fct gap check tl sz 3-4.

Event description:
As reported, impactor handle broke off connection tip to impactor assembly when impacting tibial implant. No part or pieces fell into the patient. Continued case without handle and impacted with broken assembly device. The patient was not adversely affected. The device will be returned.